Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had a malfunctioning insulin pump. The customer states the menu is not going to the correct screen occasionally. The customer also mention the insulin pump rejected the batteries once, the screen is scratched up, lost settings once, and lost blood glucose value. Customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.